Event description:
The device allegedlywould not respond to actuation of the on button while operating on battery power. The report did not involve in pt use. An occurrence could result in an inability to use a device to deliver defibrillator therapy to a pt.